Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Patient presented in-clinic after experiencing episodes of dyspnea. Upon investigation, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.